Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead explant procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-2317-50 sn: (B)(6). The returned lead was analyzed and a visual (microscope) inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was two centimeters from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The lead got kinked after it exited the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the reported event of high impedance has been confirmed. The lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that the patients lead had high impedances. The patient underwent lead explant procedure.